Event description:
It was reported that, several months prior to this report, the patient began to have increased pain in her lower back and left leg. On 2014 (B)(6), a catheter dye study was done. This dye study ¿failed¿, as the healthcare provider (hcp) was unable to aspirate. A catheter occlusion occurred. It was noted that the occlusion was possibly in catheter serial # (B)(4). However, all of the existing catheters were replaced on 2014 (B)(6). At the time of this report, the patient status was indicated to be ¿alive-no injury¿. However, the patient outcome was unknown to the reporter. Additional follow-up to obtain this information is being conducted. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter ((B)(4)) revealed coring, tears, and cuts in the seal of the sutureless connector. Analysis of another catheter ((B)(4)) revealed no significant anomalies. The catheter body was sliced/cut.

Manufacturer narrative:
Product ID 8709sc, lot# n180004020, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.